Manufacturer narrative:
Customer advised philips technical support to close the case.

Event description:
Customer reported that the unit performed the 12.5k preventative maintenance (pm) and replaced the top enclosure and now the unit has no display or leds on the gui. The customer reported there was no patient involvement.